Event description:
It was reported that the ventilator's side rail was broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No information were received about how the side rail became damaged. The root cause for the damaged side rail could not be determined but the side rail has most likely been exposed to a mechanical force greater than it is designed to sustain. A corrective and preventive action (CAPA) process has been implemented to solve this issue. The subjected device was manufactured before those actions.

Event description:
Manufacturer's ref #: (B)(4).